Manufacturer narrative:
The insulin pump was received with blank display due to battery tube connector not plugged in properly. The insulin pump was unable to verify battery out limit alarm due to blank display. The insulin pump had minor scratches on display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call that the insulin pump had a blank display anomaly after a battery change. The customer removed the battery and put it back in and received a battery out limit, and when she changed the battery a second time the screen remained blank. The patient's blood glucose at the time of incident was 179 mg/dl. Troubleshooting was initiated for the blank display. The customer confirmed that the pump had not been dropped, bumped, or exposed to moisture. The customer also confirmed that the battery cap contacts are not missing or damaged, and the battery compartment is neither damaged nor corroded. The customer cleaned the battery cap contact and inserted a new aaa alkaline battery into the pump but the display did not return. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.